Event description:
Sorin group (B)(4) rec'd a report that the scp pump stopped and the display went dark at the end of bypass. After restarting the pump, an error message was displayed. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp control panel. The scp control panel is a component of the scp unit w/ fast clamp con which was cleared under 510(k) k032213. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) rec'd a report that the scp pump stopped and the display went dark at the end of bypass, but before the reservoir was emptied. After restarting the pump, an error message was displayed. There was no report of pt injury. A sorin field service rep went to the facility and replaced the control panel with a loaner. The results of the investigation will be provided in a f/u report.